Event description:
The customer reported that in 2003, apt desaturated to 79% with an sp02 reading of 100%. The desaturation was noted on an arterial blood gas, which was drawn after the ventilator settings were changed. The customer stated that the pt had not demostrated any clinical evidence of repsiratory compromise at that point and states that the arterial blood gas was drawn from the arterial site, not venous. The customer's risk mgmt coordinator sttated that the pt's moderate cord edema and subsequent cord hemorrhage had contributed to pulmonary compromise. Upon inspection of theadapter cable, the customer noted that the cable was damaged. The customer has not provided the current condition of the pt.